Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that device separation and perforation occurred. The 95% stenosed target lesion was located in a moderately calcified and severely tortuous left ascending coronary artery. A 2.00mm rota and a rotawire were selected for use in treating the lesion. Three rounds of ablation was performed. The rotawire tip separation was observed on the cine. The separated rotawire was retrieved by twisting multiple wires, the separated rotawire was successfully retrieved. A perforation in the peripheral occurred. Hemostasis was achieved with ballooning. The procedure was completed with another same device. No further patient complications were reported.

Event description:
It was reported that device separation and perforation occurred. The 95% stenosed target lesion was located in a moderately calcified and severely tortuous left ascending coronary artery. A 2.00mm rota and a rotawire were selected for use in treating the lesion. Three rounds of ablation was performed. The rotawire tip separation was observed on the cine. The separated rotawire was retrieved by twisting multiple wires, the separated rotawire was successfully retrieved. A perforation in the peripheral occurred. Hemostasis was achieved with ballooning. The procedure was completed with another same device. No further patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer: the complaint device returned with the spring tip bent/kink and stretched. Also, the distal end has a detached portion of about 1.5 cm. Therefore the reported event was confirmed.